Event description:
Patient had foot surgery on (B)(6) 2015. She was given crutches thru the dme provider. On (B)(6) 2015 the rubber on the bottom of the crutches wore thru, causing the patient to fall. Patient was seen in the emergency dept and has been having pain since.